Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that a male pt was admitted with unstable angina on (B)(6) 2010. Pt is on dopamine @ 10 ml/hour concentration of drug: 200 mg dopamine added to 200 ml nacl 0.9%. While in the ICU, the cardiothoracic surgeon inserted the intra-aortic balloon (iab) @ 18 h 15 on the 7th of october. Insertion site was the pt's right femoral artery; iab was inserted sheathless. Surgeon did a telephonic inquiry at 06 h 00 on the 8th of october with regards to pt's condition and "if the intra-aortic balloon pump was working." Night nursing staff reported "there were no problems with the iabp." At 08:00 on 8 oct, the day nursing staff contacted the surgeon telephonically to report that "the pump is alarming repeatedly and does not want to start." The surgeon ordered them to "switch it off." The sales rep (sr) arrived in the unit at 09 h 45. Upon sr's arrival, she immediately noticed the pump was switched off and screen folded down. "Blood could clearly be seen in the helium driveline tubing from the pt up to the pump." The driveline tubing was still connected and a forceps was clamped on the helium tubing, close to the where it connects to the iab. The sr requested the nursing staff to telephone the surgeon immediately and inform him that there is blood in the driveline, helium and tubing. The sr spoke to the surgeon and he ordered the catheter to be removed. The ICU physician removed the catheter in ICU. The iab was removed 12 hours after it was placed. According to rn staff, they switched off the pump at 8 h 00 on october 8th. There was no reported pt death. It is unk if the pt has been injured. Medical/surgical intervention was not required. The outcome of the pt is that the pt remains in the ICU. Blood pressure is 111/71 (91) mmhg.